Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 25 mg/dl and other values were 40mg/dl, 60 mg/dl and108 mg/dl. Customer had symptoms like shaking, sweating, anxiety, weakness and fatigue. Customer was in emergency room as a result of low blood glucose level a day prior to hospitalization on (B)(6) 2020. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2020 and hospitalized on (B)(6) 2020 due to hypoglycemia. The hypoglycemia started on (B)(6) 2020 at 4 p.m. The customer reported she had a blood glucose of 60 mg/dl, ate a meal, and could not get blood glucose over 40 mg/dl. During this series of events, the customers blood glucose went as low as 25 mg/dl and 27 mg/dl. The customer was treated with food and glucose tablets. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will be returned for analysis.